Event description:
It was reported the gastrointestinal videoscope presented a b30 error message. There were no reports of patient harm.

Manufacturer narrative:
E1 - address:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e315(incompatible scope) of image occurred. A definitive root cause could not be identified. Based on the results of the investigation, for the reported failure, the most probable cause of the complaint was not established. However, for the e315 error code, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.